Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was found while servicing the device that the pacer test failed. There was no patient involvement.